Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that the patient suffered severe bradycardia (heart rate down to 23 bpm) during insufflation. The procedure was paused and the patient's heart rate stabilised, but the operating consultant chose to abandon it.

Manufacturer narrative:
The device in question was returned to manufacturer. This information is reflected in section d9. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
The affected device was returned to karl storz tuttlingen on 2025-07-04. During the manufacturer's technical inspection, the error description provided by the customer, "patient suffered severe bradycardia during insufflation (heart rate down to 23bpm) patient was a 65-year-old gentleman with high bmi. Procedure was paused and the patients heart rate stabilised, but the operating consultant chose to abandon." Could not be confirmed by inspecting the device and the log files even a continuous test was performed. The logfiles showed a safe state error message 3ff, which is power on test and could be resolved by restart of the unit. Therefore, it is not applicable as a cause of the bradycardia. The additional found error codes 271 (over 1000 times documented in the logs) refer to if a small flow >0.2l/min is still measured at the flow sensor when the proportional valve is closed. This is uncritical regarding the reported bradycardia. The event is filed under internal karl storz complaint ID: (B)(4).